Event description:
It was reported by the surgeon in the framework of a study in a questionnaire that a bacterial infection and abscess occurred. The surgeon reports that the bacterial infection and abscess led to surgical intervention to open the wound and drainage. The patient is now completely recovered.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500, lot# sls4t, description: triathlon-prim tib baseplate usae mod #1434; cat # 5532-p-511, lot# lbn319, description: triathlon-ps tibial insert #5 - 11mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.